Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell on (B)(6) 2018 and since then, the patient has had more pain in her legs and her legs, shoulders, and arms are weak. The patient was calling to determine what she should do. The patient was directed to follow up with her hcp. The patient said she was going to make an appointment with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative. Patient reported a fall on (B)(6). She currently complains of acute pain from the fall. Impedance check was completed and all electrodes are within normal limits. Patient is scheduled for an x-ray at a later date. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with an hcp on (B)(6) 2018. No device problems were found following the fall. The patient was prescribed a merlot dose pack and the patient had no more pain and weakness. No further complications were reported.